Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that a 62-year-old male in st-elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that an implanted impella cp pump began to experience a high motor current and saturated flow during patient support. As the patient's hemodynamics were stable, the decision was made to explant the pump. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported saturation issue has been completed. Pump was returned for evaluation. No biomaterial found in purge gap or on impeller blade. No evidence of blood ingress in purge gap. Pump was run in bucket of water at p-9 for approximately 10 minutes and did have clipping of pump flow at 4.3 but saturated flow did not reproduce. Pump able to purge successfully. Pump teardown was performed and black blistering was found on the motor magnet. This black blistering is due to neodymium corrosion as a result of purge fluid getting under iron corrosion on the motor. Data logs from the field were reviewed and it was found that a rise in motor current over a period of 12 hours before pump flows become saturated. The root cause of the saturated flow was most likely due to magnet coating separation resulting in blisters forming on the magnet. Added-h6 impact code 4627.